Event description:
Collimator exchange carrier was out of adjustment. Fell on employee causing strain to back and injury to hip and right foot. Field rep notified. On-site visit conducted of equipment. Exchange carriage was out of adjustment. Adjusted carrier and cleaned bearings.